Event description:
It was reported that the pump battery would not charge, despite attempts using different outlets and charging equipment. The caller confirmed a lack of a power source alert and maintained their blood glucose level below 500 mg/dl, indicating no adverse impact on their blood glucose level. Tandem technical support instructed the caller to switch to manual daily injections (mdi) as a backup therapy and arranged for a replacement pump to be sent to the customer. The caller was also advised to place the defective pump in storage mode before returning it using a provided pre-paid label.